Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted within the common bile duct of a cancer patient, during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2010. According to the complainant the patient had a tight stricture as a result of biliary cancer. The stricture was not dilated prior to the procedure. During the procedure, the stent was successfully deployed within the common bile duct. However, the physician encountered resistance when removing the delivery catheter. The end of the delivery catheter became caught on the proximal flare of the stent. The physician used additional force, and the delivery catheter released and was removed from the stent. It was reported that the stent remained in the correct position. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.